Event description:
It was reported following successful deployment of this jugular filter, removal of the guidewire met with resistance. The guidewire was reportedly lodged in the apex of the filter. The sheath was readvanced to encapsulate the filter. The filter and guidewire were removed as a unit and another filter was placed without any pt complications. This device was received, evaluated and retained by this MFR. The engineering eval indicated the filter was returned with a piece of guidewire through the filter's apex. The wire consisted of 5 millimeters of tip coiled together and 4.5 centimeters of stretched, unraveled wire. A jumped coil was located 1 millimeter from the distal tip. The wire outer diameter was measured and was within specification. Follow up revealed difficulty was encountered advancing the carrier system over the guidewire due to tortuosity of the pt's anatomy. The co believes pt anatomy and/or user technique may have contributed to this event. However, the co is unable to determine the exact cause for this event.